Event description:
Caller reported an alarm 2 followed by alarm 26, indicating a potential issue with the insulin pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the caller to disconnect from the site, load a new cartridge, and successfully deliver a 9-unit bolus. A one-time pump replacement was sent to the customer.